Event description:
The reporter indicated that a 12.6mm vticmo12.6, -6.5/2.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown..

Manufacturer narrative:
Claim# (B)(4).